Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient made a mistake and started therapy over while remaining connected to the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the second dwell or drain of peritoneal dialysis therapy. The care giver (cg) stated that the device gave this alarm, but now they were in prime without having disconnected or re-set up with new supplies. The technical service representative (tsr) had the cg cycle the power on device to clear the alarm. The tsr reviewed the volumes and troubleshot with the cg. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.